Event description:
Reporter stated that an unused safe-t-pro plus lancet broke apart after gentle handling. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.